Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a staged procedure was performed on (B)(6) 2022, treating a target lesion in the bifurcation of the left main and proximal to mid left anterior descending (lad) artery. A 3.5 x 28 mm xience skypoint stent and a 3.25 x 28 mm xience skypoint stent were implanted, followed by balloon dilatation via kissing balloon technique at the bifurcation. On (B)(6) 2023, the patient was re-hospitalized with restenosis noted in the 3.5 x 28 mm xience skypoint stent. Additional intervention was performed, with implant of drug eluting stents. No additional information was provided.